Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and beep anomaly. The customer¿s blood glucose level was unknown. Customer stated they received the open book image on the insulin pump screen. The customer reported that they did not receive any other alarm prior to the critical pump error. Customer stated insulin pump exposed to moisture. Customer stated buttons were neither pressed nor accidentally pressed. Customer reported that the notification light was blinking. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in pump history files. Device received with faded serial number label.